Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl to 500 mg/dl and 450 mg/dl at time of incident. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for high blood glucose with manual injection. Customer reported that they did not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer reported that insulin exited at the quick release. Customer reported that the basal rates were programmed inaccurately. Customer reported that the bolus wizard was programmed inaccurately. The devices will not be returned for analysis.